Manufacturer narrative:
New information was received from the customer that the implant was not being replaced during the same surgery. The corrected information has been provided in this follow up report.

Event description:
Component fractured. New information was received from the customer that the implant was not being replaced during the same surgery. The corrected information has been provided in this follow up report.

Event description:
Component fractured.